Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer pocket failure. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6, row d was not on the bus. A field service engineer found that the cubies in row d were not fully seated. Attempted to reseat without success. Logged into hardware test application and force-released the cubies, discovered debris. Removed the debris, shut down the station, and pulled all cubies and row boards from drawer 6. Cleaned out all debris and reassembled the drawer. Tested in hardware test application and successfully inventoried the previously failed pockets. The system functioned as intended after the field service engineer repaired the device.